Manufacturer narrative:
(B)(4). The patient reported a leak on the heater line. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a disposable cassette. This occurred while the patient was not connected. The customer stated the heater line was leaking solution. The patient will start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.